Event description:
Customer reported she was unconscious because of low blood glucose and her mother found her. Customer's mother treated with glucagon shots and called 911. Blood glucose value was 28 mg/dl. The paramedics gave her more glucagon shots and brought level to around 100 mg/dl. Most recent blood glucose is 40 mg/dl; treated with juice and food. Customer also reported that on (B)(6) she was found unresponsive again by her mother; the paramedics showed up and treated with glucagon, but she was taken to the hospital because she was not responding. After the low blood glucose treatments the customer was diagnosed with high blood glucose over 600 mg/dl and diabetic ketoacidosis. Customer was wearing the insulin pump and sensor both times. Customer admitted that she is often experiencing drastic drops of glucose and not always feeling it. She doesn't know if the device was alarming for low glucose. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.